Event description:
A 16mm locking screw used from a set called acumed ulnar shortening osteotomy set was placed in the proximal part of the ulnar shortening plate. The head of the screw broke before the screw most completely inserted into the locking plate. Dr (B)(6) removed the broken part of the screw that was within the ulna. X-ray showed the broken screw was not in the pt. Saw blade used for ulnar shortening osteotomy attachment hub broke. It was noticed that a corner of the hub end had a section missing with blade removed from saw hand piece.